Event description:
It was reported that the patient received vibratory alerts from their pacemaker. It was suspected that the pacemaker was exhibiting premature battery depletion. No intervention was performed. There were no patient consequences.